Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 months following the implant of this transcatheter bioprosthetic valve, a defibrillator was implanted due to low ejection fraction, ventricular tachycardia and ventricular fibrillation. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Second paragraph added e. Initial reporter first name updated e3. Initial reporter occupation updated h6. Patient codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 months following the implant of this transcatheter bioprosthetic valve, a defibrillator was implanted due to low ejection fraction (ef), ventricular tachycardia and ventricular fibrillation. No additional adverse patient effects were reported. Additional information was received that confirmed the defibrillator was implanted due to heart failure and a low ef, but not due to ventricular fibrillation or ventricular tachycardia. There were no new conduction disturbances, and the patient had a permanent pacemaker prior to the valve implant.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had an echocardiogram performed 12 years prior to the implant of the valve that revealed an ef of 60-65%. 10 years later, a permanent pacemaker was implanted prior to the implant of the valve for complete heart block (chb). 2 months later, an echocardiogram was performed that revealed an ef of less than 20%. 3 months later, the patient had another echocardiogram that revealed an ef of 20-24%. 1 month later, the valve was subsequently implanted. 2 years following the implant of the valve, the patients ef was 25-29%. Approximately 4 months following the implant of the valve, the patient upgraded to a cardioverter defibrillator device. Per the physician, the patient had multiple comorbidities including coronary artery disease, dialysis, and ischemic cardiomyopathy so there was no way to definitively say that the patient¿s reduced ef was caused by the valve. No additional adverse patient effects were reported.